Event description:
It was reported that the programmer "crashed", that it was running quite slow and then stopped working, its screen went blank with no error message. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the stated reason for return of the programmer "crashing", running slowly, eventually stopping running and screen going blank", but a software reconfiguration would be performed to eliminate possible software issues. It was noted that the upper case had cosmetic damage and the stylus was bent. The upper case and the stylus were replaced, the touch screen was calibrated, new software was installed, the device was cleaned and it then passed all testing. If information is provided in the future, a supplemental report will be issued.